Manufacturer narrative:
The esu has been deemed by the customer to be functioning as intended; therefore, the unit was not returned to erbe for an evaluation. In addition, no anomalies were found in the device history record (DHR) of the involved device. In conclusion, no equipment problem occurred that would have caused or contributed to the reported event. Most likely there were many factors involved in the reported event. As per the medical personnel, the pt's anatomy and condition was a significant factor in the incident. That is a difficult case of addressing an overlapping fold. No trends were identified with the reported situation. Additional inservice training was performed at the medical facility on 04/22/10 and 04/29/10. Erbe USA, inc. Is now closing the file on this event.

Event description:
The account reported that the electrosurgical unit (esu/generator) was involved in a pt incident. The esu was used in an endoscopic retrograde cholangiopancreatography (ercp) to address sphincter of oddi. The settings were endocut mode I, 2-3-2. Upon opening the duct, a perforation resulted (note: there was an overlying fold.). Therefore, the pt was admitted to the hospital and non-surgical management was employed to address the perforation.